Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (adjust/check belt messages) was confirmed. The cause of the adjust/check belt messages was due to a defective u723 (dn pca falloff mux) component in the belt distribution node. The root cause of the defective u723 component was likely due to random component failure. No adverse event resulted from the defective electrode belt. The pt received a replacement belt.

Event description:
A territory mgr (tm) contacted zoll customer support while assisting a (B)(6) male pt to report that the pt was receiving constant adjust/check belt messages. The tm could not troubleshoot issue. The pt was sent a replacement electrode belt.